Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected, a contaminated usb port connector was found. The receiver was able to be charged and rebooted. The receiver log was downloaded, rttloss was observed. The receiver case was opened, moisture damage was found. Functional testing was unable to be performed due to the damaged usb port connector. The reported event of unexpected receiver shutdown was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "the root cause could not be determined." (B)(4).

Event description:
The root cause was determined to be receiver moisture damage.